Event description:
It was reported by repair work order that the track belt fell off of the unit which could affect stair engagement. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.